Event description:
Philips received a customer complaint regarding the v60, indicating that the device displayed an incorrect tidal volume measurement. Three faulty components were identified in the device. It was reported that no patient was connected to or impacted by the device at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined quote for service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.